Event description:
Instrument broke.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device confirms the reported event of breakage. The overall condition of the device suggests heavy usage and threads appear to be cross-threaded. A complaint database search on the provided product code found a similar event which was attributed to misuse, as it appeared the internal threaded inserter was used without the outer guard which protects the threaded inserter. The root cause is attributed to misuse due to evidence of cross threading, and suspected use of the inserter without the outer guard. Based on the root cause of misuse, corrective action in not needed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.